Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 349 mg/dl. The bg level was addressed with boluses via the pump and a syringe bolus. During troubleshooting with tandem's technical support, the customer saw air segments in the infusion set tubing. Reportedly, the customer always fills the cartridge with cold insulin and the customer was not removing air from the cartridge during the load sequence. The supplies were changed to address the event and the customer no longer observed air bubbles.